Event description:
It was reported that a neonate had received excess amounts of IV fluid over an UK duration of time. Subsequent test showed marked hyperglycemia, hypocalcemia, hyponatremia and metabolic acidosis. The baby was born prematurely at 0155 in 2003. Intravenous therapy commenced at 0900 with dextrose 10% at 5.5mls per hour using a grasby infusion pump with hourly observations. At 1715 it was noted that most of the fluid in the 500ml bag had infused. The infusion was halted and a pediatrician summoned. Baby was transferred to another facility for monitoring and additional care. The baby was transferred back to the reporting facility six days later following correction for electrolyte imbalance secondary to excessive fluid. Baby continued to make satisfactory progress and was discharged in 05/2003.